Event description:
The user medwatch report states that air accumulation in the blood path of oxygenator & arterial line after 02 and air mixing assembly was turned off. Sechrist blender was sent for inspection and found to be functioning normally. Blender was sent back to co for recertification. Add'l info from the clinician indicated that the oxygenator did not cause or contribute to this event.